Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported there was an issue with the lamp, a system message was displayed. Timing of the event and patient impact are unknown. Additional information has been requested, but none has been received.

Manufacturer narrative:
The system was examined and the reported event was confirmed (via event log review). The lamp was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 11, 2012. Based on qa assessment, the product met specifications at the time of release. The most likely cause of the reported event is a nonconforming lamp. However, how or when the lamp became nonconforming could not be determined conclusively. The manufacturer internal reference number is: (B)(4).